Event description:
During a hemorrhoidopexy procedure, there was an incomplete staple line. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.